Event description:
It was reported the patient had his right spectra penile prosthesis cylinder removed and replaced due to erosion at "glans/distal urethra." No further patient complications were reported in relation to this event.